Event description:
A critical patient had an emergency surgery. Afterwards, an x-ray was taken and a carbide tip from a needle holder was seen on the x-ray. Apparently it had come unsoldered from the needle tip and fell in the patient. No one observed the piece become separated from the needle holder. Manufacturer response for carbide tip on needle holder, (brand not provided) (per site reporter): we notified the company about the event. The company needs further info from risk management.